Manufacturer narrative:
All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). The intraocular lens (iol) was returned to the manufacturing site for investigation. Visual inspection was performed and the returned lens sample was inspected at 10x microscope magnification. The lens was cut in half. The customer's reported complaint could not be verified. Due to the condition of the returned lens, no further analysis was possible. The manufacturing records for the intraocular lens were reviewed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. Measurement results (inspection data) of this production order were reviewed. All results showed a pass condition. No deviations or non-conformances (ncr) related to the customer's reported complaint were generated. A review of the raw material/manufacturing procedures in change control system was done and did not show any change that could be related with the customer's reported complaint. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explantation of the intraocular lens was due to impaired vision and glare; the patient's visual acuity was 2100. The surgeon implanted a z9002 with a diopter of 21.5. There were no complications such as capsule tear, incision enlargement, or vitrectomy. Reportedly, patient is doing fine. No further information was provided.